Event description:
It was reported that the pacemaker of the system triggered a lead safety switch (lss) due to high pacing impedances out of range on this right ventricular (rv) lead. Technical services (ts) suspected a spring contact issue as the increases on the measurements were abrupt. The plan was to reprogram the device. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).